Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer. The customer requested for the unit be further evaluated. The philips product support engineer (pse) evaluated the unit and it was confirmed there was a missing screw on the underside and the chassis was bent where the quick mount fastens. The metal chassis was replaced to solve the issue. The device passed performance verification testing (pvt) successfully. The rse verified with the customer, somebody knocked over the whole roll stand and most likely the screw was missing from the fall. No further investigation or action is warranted at this time. Based on updated information in the case, this report has become non-reportable. The customer verified somebody knocked over the whole roll stand. The product labeling, shipped with the device, clearly warns about the risk of not adhering to the philips mounting specifications and instructs user not to use mounting solutions which are not approved by philips, if the user must reposition the device it must be done according to the recommendation. Philips also specifies the importance of inspecting the device for any mechanical damage, or to verify that the device is securely mounted, that external cables, plug-ins, and accessories are intact before monitoring. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.

Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating the device was mounted on a stand and it had fallen over causing the monitor to hit the ground. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating the device was mounted on a stand and it had fallen over causing the monitor to hit the ground. It is unknown if the device was in use at time of event, and there was no adverse event reported.